Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v012404, implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the hospital had a defective implantable neurostimulator (ins). The patient was in surgery on (B)(6) 2016 for normal battery depletion. A new lead was connected to a new ins and the setscrew was tightened. They heard clicking of the torque wrench, but the lead pulled out of the header. The setscrew would not seat onto the lead. Another new ins was implanted to resolve the issue. There were no associated symptoms. The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.